Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
The patient underwent a left austin bunionectomy foot surgery on (B)(6) 2013, during which the drill bit broke. It was noted that the surgeon may have hit a clamp or k-wire when drilling for the first screw and didn't realize until he went to drill for the second screw and saw the broken drill bit. An x-ray revealed the drill bit was still in the bone which added 30 minutes to the surgery to extract it. All pieces were retrieved. The surgeon was not using a drill guide at the time. This is report 1 of 1 for complaint (B)(4).